Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The motor reached end of travel during testing and the insulin pump alarmed with no reservoir detected. The no reservoir detected alarm functions properly. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow blocked alarm. The customer was advised to run load reservoir with empty pump until piston reaches end of travel but the pump did not alarm with no reservoir detected and received load reservoir complete. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.